Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: the issue occurred during vet case on cats; this is when suturing 3 layers of closure. Dehiscence of suture in cat, suture was taken out to resolve the issue. This kind of issue with other different suture did not happen before until using this kind of suture.